Manufacturer narrative:
Concomitant medical devices: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high threshold. Report histograms indicate this is a chronic trend. The lead remains in use. No patient complications have been reported as a result of this event.